Event description:
Event description guidant/crm received information that due to a break near the connector terminal of the pace/sense lead, the rate sensing portion of this endotak dsp lead was capped. A new selute pico tip lead was succsessfully implanted. The high voltage portion of the lead remains active.